Event description:
It was reported that during the last six weeks prior to explant, a slow flow rate was experienced. There were no pt complications.

Manufacturer narrative:
MFR control no dc97-1086. The sample has been returned to arrow. The pump did not flow as rec'd in a standard 37 deg bath. The bath temperature was increased to 42 deg and flow was induced. The flow rate was 108% of the original mfg flow rate. The initial "no flow" condition may have been due to air in the capillary tube due to improper catheter return condition. The pump was being used to infuse leukavorin, which is not an indicated medication and the compatibility has not been established.